Event description:
According to the reporter, during laparoscopic anterior resection, the device did not seal on tissue. No regrasp tone but end tone was heard. Plug was changed to lower ligasure outlet and increased to three bars but still did not worked and they tried to clamped and cauterized the crush injury on the tissue. No evidence of char or smoke or bubbling of fat during cauterization. A new device was opened, set to two bars and functioned well to finished the procedure. Bleeding occurred after cut but no blood transfusion required.

Manufacturer narrative:
H3 evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device's cord plug was cut off and not returned. The reported condition could not be confirmed. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior resection, the device did not seal on tissue. No regrasp tone but end tone was heard. The plug was change on lower outlet and increase to three bars but still did not work and they tried to clamp and cauterize the crush injury on the tissue. A new device was opened, set to two bars and functioned well to finished the procedure. There was no patient injury.